Event description:
A surgeon reported experiencing poor actuation and poor cutting with the probe during a procedure. The case was completed using an alternate probe. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).